Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was broken when removing the medication, and it was reloaded with a new cubie, required replacement. Customer stated that 1x1 cubie was used to replace the broken one. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie was broken when removing medication. A field service engineer confirmed customer replaced the new cubie and that issue was resolved. The system functioned as intended after the customer resolved the issue.